Event description:
It was reported that (3) tct75 were used during an unknown procedure. It was reported by the affiliate that the device partially cut. A new instrument was used to complete the case. No adverse pt outcome.